Event description:
It was reported that while using the laser system during a prostate procedure, an error 173 was received and could not be cleared. The case was completed using an alternate procedure (turp). Patient outcome: "ok". There was no injury to patient reported.